Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient fainted. The thresholds, sensing and capture are good and testing did not produce anything. The device remains in use. No further patient complications have been reported as a result of this event.